Manufacturer narrative:
The reported events of helix mechanism issue and stylet could not be inserted were confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. X-ray examination of the lead found the inner coil was bunched up consistent with procedural damage at the connector region. Stylet could not be inserted through the proximal end of the lead due to the bunched up inner coil at the connector region. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The cause of the reported event of stylet could not be inserted was isolated to the bunched inner coil at the connector region.

Event description:
It was reported that patient presented for elective device upgrade procedure. During procedure, it was found that the stylet was not able to advance in patient's right ventricular lead. It was also noted that the lead helix was nor able to retract. The lead was explanted and replaced. The patient was stable.